Event description:
Paramedics attempted to administer external pacing to a person diagnosed as asystolic. The pt's down time was not known. The pt's pupils were fixed/dilated. The device reportedly displayed a 'connect cable' warning message when pacing was attempted and use of the device was inhibited. The pt was transported to the hosp. The pt was not resuscitated. The reporter indicated the alleged problem did not likely cause or contribute to the pt's outcome. This opinion was based on an assessment of the pt's condition.